Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that every time he charges his implant the incision site breaks open and he starts to bleed. The patient stated that the incision area was tender, but the pain was tolerable. The patient reported that the recharger antenna was too hard and that was why the incision was breaking open. The patient had stopped using the belt and started using a stretchy material he got during the trial and it had worked better. The patient also noted that after he was done charging on (B)(6) 2016 there were 3-4 places that had pus and were infected so he went to his local store and asked the pharmacist about it. The patient was told to use neosporin so he put neosporin and bacitracin on the area and it had gotten better. The patient noted that his next appointment with his healthcare professional was (B)(6) 2016. The indication for use was spinal pain. No device issues reported.

Manufacturer narrative:
Correction to section made.

Event description:
Additional information was received from the patient reporting that they had not taken further steps after seeing their health care professional (hcp) on (B)(6) 2016. They had decided not to use the device as much as they would like because of the pain and risk of recharging. The patient had decided instead to use it only when they absolutely needed it. The patient did not want to go through weeks of trauma just for pain relief. The patient stated that they would like to see a more pliable disk and it did not work as the patient stated they were led to believe.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.